Event description:
Customer called lfs on 08/22/2002 alleging that meter was prompting the "clean test area" message. Pt did not report any symptoms. Pt was also concerned with obtaining low blood glucose results. Pt reported a result of "116 mg/dl" on meter and a "114 mg/dl" at the ER. Pt had been using strips that were opened for more than 4 months. Pt was treated with food. No adverse event or serious injury occurred. The error message could have occurred as a result of dirt, blood, or lint on the test area. Pt's hand or a object may have covered the test area while the meter was turned on, or the meter was used in very bright light. After troubleshooting, the ccr replaced meter because the "clean test area" message could not be resolved.